Manufacturer narrative:
(B)(4). Concomitant medical products: unknown head, unknown liner, unknown shell. The complaint is in investigation, once the investigation is completed, a follow up MDR will be submitted. Device remains implanted.

Event description:
It was reported a patient underwent initial left total hip arthroplasty on (B)(6) 2016. Patient presented with pain and CT scan identified nondisplaced linear periprosthetic fracture of the anterior cortex fo the proximal left femoral diaphysis and six centimeters of post operative hematoma was seen. The fracture was treated conservatively.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of CT scan report. Review of the CT scan report identified an incomplete and nondisplaced linear periprothetic fracture of the anterior cortex of the proximal left femoral diaphysis. Osteoporosis was also noted on the report. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-08793.